Event description:
The customer reported that the autopulse platform (sn (B)(6) intermittently displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) during training using a manikin. Zoll tech support advised that the problem might be due to the manikin not meeting zoll recommended size and weight specifications (about 42 lbs.) Or the manikin not being properly aligned on the platform. Tech support asked the customer to provide the manikin size and suggested they test the manikin on another autopulse platform, as this testing should help determine if the ua07 is related to the manikin or the platform. No patient involvement.

Manufacturer narrative:
The customer informed zoll tech support that their manikin was adult-size but light in weight. The customer stated that the issue was most likely their manikin being lightweight. Therefore, the autopulse platform associated with this complaint will not be returned to zoll for evaluation.